Event description:
The thermacor 1200 infusion system was being used at ohio state wexner med ctr on (B)(6) 2014. The operator set up the unit (1246-00036) for surgery with the distal tubing clamped off. When the surgery started, the line was not unclamped causing pressure to build which in turn caused the cassette (dnc-1200) to leak. The cassette was replaced; the tubing was unclamped and the thermacor 1200 unit performed without any issue. The thermacor 1200 unit was used over night for this pt with no other issues noted. No pt injury was reported.